Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the ins will charge to 40% max. No environmental factors were known. The patient was instructed to continue to charge and report on the outcome. The rep was going to meet the patient at a future time to troubleshoot. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the controller was not charging patient's implant to 100%. Patient stated this started a little bit after implant. Patient reported the manufacturer's representative (rep) was made aware of this issue around that time. Patient stated the rep gave him a loaner device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported the cause of the inability to charge to 100% was not known. The issue was reported to be resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative (rep) regarding the patient. It was reported that on (B)(6 )2018, the patient was unable to get the ins to charge beyond 70% and the controller displayed "charging finished" even though it wasn't at 100%. No symptoms were reported. The patient tried discontinuing charging and then starting another recharge session and it would begin charging again. The cause had not yet been determined. The rep met with the patient and observed the patient charge. They provided the patient with a loaner controller to take home to determine if the problem persists with another controller. The issue was not resolved at the time of the report. No further complications were reported or anticipated.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-nov-13. It was reported that a controller was defective and the rep requested their demo controller back from the patient. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was charging normally with the loaner controller. The rep did not provide a new charging cord/antenna. The rep wanted to request a replacement controller. No error messages appeared according to the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.